Manufacturer narrative:
The customer reported that the device showed multiple error messages on screen during a cardiac arrest. The impact to the involved pt is unk. A follow-up report will be submitted after philips obtains more info about this event.

Event description:
The customer reported that the device showed multiple error messages on screen during a cardiac arrest. The impact to the involved pt is unk.